Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the foot tray to resolve the issue. The system was tested and verified as ready for use. As of the date of this report, the foot tray has not yet been received by isi for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The foot rest has been evaluated by the failure analysis (fa) team. Fa was not able to confirm the reported complaint via system logs. The unit was installed onto a golden system. When operated in normal mode with instruments, the right blue foot pedal did not respond when pressed, replicating the reported issue. Based on these findings, the fa team has determined that the root cause of the reported event is attributed to a faulty right blue foot pedal issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the system had issues with the cautery on arms 1 and 3. An intuitive surgical, inc. (Isi) technical support engineer (tse) did not see the live logs at the time of the call. Tse asked if there were any errors on the monitor or erbe generator when the cautery was not working and caller stated there were no errors. They rebooted the erbe, and it did not resolve the issue. They also replaced the energy cord and instruments but could not get it to work properly. Tse informed the caller that the logs were not available and was not able to help troubleshoot. Site converted to another da vinci system to resolve the issue. The procedure was completed with no reported injury. Isi contacted the customer and obtained the following information: ports were placed prior to the issue being identified. The system functionality checked was performed upon powering on the system and the system powered on without errors. Technical support was contacted for troubleshooting, and all troubleshooting steps were completed. The customer moved to the second console. It was determined the foot pedal was broken and causing the issue. The procedure was completed robotically with the same generator and there was no injury to the patient. The surgeon was not able to disable or discontinue use of arm due to the issue. Patient demographic information was not provided.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Additional information is being gathered to determine the contribution of the device to the customer reported issue. .